Event description:
During right upper lobe wedge resection, malfunction of the stapling device occurred with fracture of a metal flange related to the cutting blade. Detailed examination of the device and the device compared to normal, unused mechanism. The area of the fracture was clarified; there was no evidence of missing components of the stapling device. Chest x-ray was preformed to confirm no evidence of missing component at surgical site.